Manufacturer narrative:
The sales associate reports the device is functioning and will remain in use. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Remains in use.

Event description:
The sales associate reported the tower reducer would not disengage during an adult deformity case t2-s2. The tower reducer got stuck and would not release at one point. Although the button was depressed to disengage the ratchet, the tower reducer would not disengage. The doctor pressed the button while pulling up on the handle and simultaneously tapping on the thread inner tube with a mallet to release it. The surgery was completed with the single action reducer from the vitality set.